Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had a sudden threshold rise. It was further reported the lead polarity was reprogrammed and the lead remains in use. No patient complications were reported as a result of this event.